Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was close to elective replacement indicator (eri) within two years and unexpected longevity was suspected. The device is planned explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.